Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee surgical procedure it was observed that the battery reciprocator device was not completely powering on. According to the report, the device was not reciprocating the saw attachment device. It was reported that there was a 2 1/2 minute delay in the surgical procedure due to the event and an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was further determined that the device did not function, made a whining noise when trigger was pressed, electric motor did not rotate , gear assembly did not run smoothly and the piston/ wedge was corroded.. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.